Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they met with a manufacturer representative (rep) and neurosurgeon in the summer of 2023 and they attempted to turn the stimulation up enough to where if they put their head straight up they could feel the stimulation in their right arm and right hand but they could not feel it in the left. Patient stated in order to get relief they had to tilt their head forward and ifthey pull their head forward, they would get jolting and jarring. Patient stated the stimulation was so uncomfortable in the right and left arm and in other places that it was too intensive to keep it there so they had to dial it back down. Patient reported since then their chronic regional pain syndrome migrated to where they feel like both of their hands are in a grease fire all the time. Patient mentioned they are in a desperate situation with anxiety and is curled up in a ball all day long every day, they do not watch television and everything is tu rned off and they are curled up and not moving because of their sedentary nature. Patient stated they had a secondary issue with a huge blood clot in his left lung in january that had to be emergently removed because it stopped the left side of his heart and they said it was because he was not moving around enough. Patient stated they stop charging the implant since last year and the ins has been off because the ins was causing irritation than benefit. Patient asked to contact the local rep to meet at healthcare provider (hcp) ofc. Patient mentioned they take gablofen but its not helping. Patient stated they will contact their family hcp for assistance. Agent reviewed ins in possible overdischarge state. Patient service reviewed reps role and recommend patient consult with healthcare provider ofc for next steps. The issue was not resolved.